Event description:
The string only came out leaving the tampon inserted- vagina [foreign body in reproductive tract] when I pulled out my tampon, the string only came out leaving the tampon inserted [complication of device removal] the string only came out leaving the tampon inserted [device breakage] I think it was a faulty tampon [suspected product quality issue] case narrative: consumer reported via email that when she pulled out the tampon, the string came out leaving the tampon inserted. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.